Event description:
It was reported that during a follow-up, noise was observed when the patient was lying on his left side and took big breaths. Programming changes were made and resolved the issue. Patient was fine after the event.

Manufacturer narrative:
(B)(6).